Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the sensor was removed from the patient¿s body after insertion, there was no electrode part which was placed in the patient¿s body. The customer's blood glucose level was unknown. The sensor will be returned for analysis.